Event description:
The cordless driver 3 was sent for service and it was found during testing at the manufacturer that the handpiece oscillates when the forward and reverse triggers are pulled. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during analysis that the trigger being deformed by the safety bar caused activation of the ebox.